Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2012, the physician inserted the disposable device without difficulty, however, the "array could not be deployed." The device was removed and then seated up the "fundus". The cavity integrity assessment (cia) test passed and the ablation was completed. A post hysteroscopy was done and "notable for good uterine distension without evidence of perforation." The pt had some nausea in the recovery room, but "otherwise did well" and was discharged home same day. It was reported on (B)(6) 2012, the pt returned to the hospital on (B)(6) 2012, with "acute abdominal pain". A CT (computed tomography) scan was performed and "suggestive of [a] bowel perforation." A laparoscopy was performed and revealed a "small perforation and a small defect in the uterus." A "bowel resection with re-anastomosis was required." The pt was discharged on (B)(6) 2012 and is currently doing well.

Manufacturer narrative:
Controller serial number (B)(4) returned on (B)(4) 2012. Controller serial number (B)(4) was not returned. (B)(4) - "uterine defect". The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Date of MFR: returned controller, serial number (B)(4), 08/2007. Serial number (B)(4), 08/2003. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the novasure radio frequency controllers. Both controllers were released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. (B)(4). It is not known which was used in this ablation procedure. (B)(4).